Manufacturer narrative:
H11. A device service history review has been performed and identified that the unit had one similar event since its manufacturing date in 2015. Based on the investigation findings, the root cause of the reported event was a defective stirrer motor which consequently caused electrical damage on the distribution board. Considering the stirrer motor operates submerged in water, it cannot be ruled out that cleaning and disinfection procedures at customer's site may have contributed to the failure of the component. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1-a.5. Patient information was not provided d.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. A livanova field service representative was dispatched to the facility to investigate the device and failure was confirmed. To solved the issue, the circulator pump, erosion kit and distribution board were replaced. Ubsequent functional verification testing was completed without further issues and the unit was returned to service if any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, a heater-cooler system 3t displayed alarms pump 1 will not start (does not take in enough power, e05) and pump 1 is blocked (too slow, e07) on patient side. There is no report of any patient injury.